Event description:
In july 2002 the end-user called disetronic medical systems, USA and stated that they were admitted to the hospital in 2002 for hyperglycemia. The end-user mentioned that they did notice insulin pooling out of the soft cannula after they remove the site. On november 22, 2002 maersk medical a/s received the complaint and 5 unused infusion sets and 8 unused cannula parts.